Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (3003442380-2025-15193), was submitted on 23-oct-2025. However, based on the reassessment on 06-feb-2026, it was determined that the serious injury was not related to the infusion set, and there is no allegation against unomedical products (infusion set). The hospitalisation was due to bronchitis. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
Reference number (B)(4). Event occurred in norway. It was reported that the patient was hospitalized on (B)(6) 2025 due to diabetic ketoacidosis. The blood glucose level was 31.3 mmol/l at the time of event and the patient was treated with intravenous drip of insulin. It was reported that the levels of ketones were high. The patient was in the hospital for twenty-four hours. The patient replaced infusion set and resumed insulin delivery successfully. No further information available.

Manufacturer narrative:
Patient country: norway patient city: (B)(6) since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.